Event description:
The patient reported feeling pain at the generator site. Follow up with the physician indicated that the patient has been referred to a vascular surgeon due to neck pain, as well as "other complaints." Diagnostics were reported to be within normal limits. Additional follow up attempts have been made to the physician; however, no additional relevant information has been received to date. No additional clarification on the "other complaints" has been received to date. No known surgical intervention has occurred to date.